Manufacturer narrative:
Correction g1: the investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the support a large left ventricle thrombus was seen on imaging. The impella 5.5 was explanted to prevent thrombus ingestion into the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.